Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The closed circuit digital camera was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the monitor was black on the 9800 system, and would not perform fluoroscopic x-ray. No pt injury was reported.